Event description:
Mepitel film for the reduction of radiation dermatitis in breast cancer pts undergoing post-mastectomy radiation therapy: a randomized phase iii clinical trial. Gr 3 breast infection. Patient presented with r breast "erytherna" and pain. Patient was then admitted and started on IV antibiotics (vancornycin + zosyn). Following abx treatment, "erytherna" and pain improved.